Manufacturer narrative:
As reported in a research article, a patient was implanted with a 23mm regent mechanical valve. An event of pseudoaneurysm, infection, and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2648612-2022-00004. The article, "the case report which twice redo aortic valve replacement (avr) was required due to a vasculo-behcet's disease", was reviewed. This research article reported a case study of a patient who developed aneurysm of the sinus of valsalva and annuloaortic abscess at (B)(6) years old. Severe aortic regurgitation was also confirmed at the same time. A 21mm regent mechanical valve was consequently implanted after discussion within the medical team. It was noted that in order to sew the valve into the annulus, the annulus was reconstructed. The bacteria that originated in the annulaortic abscess was unknown. Six months after the initial aortic valve replacement (avr), the patient developed a high fever. Pseudoaneurysm at aortic root was confirmed and prosthetic valve infection was suspected. A redo avr was determined to be required. Annulus was reconstructed again by pericardium. At the time, the bacteria that originated the infection was unknown. The 21mm regent valve was explanted and a 23mm regent valve was implanted by bentall procedure. After the redo avr, c-reactive protein (crp) value did not decrease and reoccurrence of annuloaortic pseudoaneurysm was observed. Infectious endocarditis was ruled out and behcet's disease was suspected. Steroid medication was administered and crp value gradually declined. One month later, a 3rd avr was performed. The 23mm regent valve was explanted and a 21mm regent valve was implanted by bentall procedure again. Steroid medication was prescribed after the final surgery. The patient was reported to have turned (B)(6) years old presently and attended university with energy.